Event description:
It was reported that the guardians noticed an obvious decline in the child's auditory performance one week ago. History of head trauma was denied by the guardians and problems of outer device were excluded. Testing carried out on (B)(6) 2010 showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.